Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6, h10. Correction: h4. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the bending section rubber had a leak during user handling and water invaded the subject device. This caused adhesion of moisture to the objective lens unit and the blurry image temporarily occurred. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection the customer¿s allegation of the entire image blurry, could not be reproduced or confirmed. Additionally, the reduced angulation issue was neither reproduced or confirmed. The following findings were also identified and are as follows: due to a pinhole in the bending section cover, water tightness was lost; due to a pinhole on universal cord, water tightness was lost; the image guide was scratched; and the objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope exhibited reduced angulation and a blurry image. The reported problem was found during inspection before use. The intended diagnostic, endoscopic procedure was completed using a similar device. There was no delay as the patient was not yet under sedation. There was no report of patient or user harm associated with the event.